Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection showed that there was damage to the battery door, but otherwise the pump was observed to be in good physical condition. Review of the event history log showed an occurrence of a "communication module intermittent connection" alarm message. Functional testing found that the device exhibited "communication module intermittent connection" on power-up. The investigation determined that the device's software was incompatible with the wireless communication module. A software upgrade or purchase of a compatible wireless communication module was recommended to correct the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 unknown; no information has been provided to date.

Event description:
It was reported that the wireless connection was dropping on the device. No adverse patient effects were reported.